Manufacturer narrative:
No code available - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred. The target lesion was located in the right coronary artery. Following two passes of the oad on low speed, slow flow was observed. The oad was removed from the patient and balloon angioplasty, stent placement, and administration of vasodilators was performed to restore flow. The patient was in stable condition following the procedure.